Manufacturer narrative:
Initial and final MDR 1912386 - MDR 3003442380-2024-14131 - device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08-jun-2024, it was reported that the patient faced infusion set cannula was kinked within 3 or more hours after insertion at abdomen. The infusion set was in use for 12-24 hours. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.